Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
The baylis medical nrg transseptal needle (rf needle) was used for transseptal puncture in a patient undergoing an atrial fibrillation procedure. Tenting and rf needle location were confirmed using intracardiac echocardiography (ice) and fluoroscopy. Rf energy was applied, but septum crossing was unsuccessful. Tenting and location were reconfirmed using imaging. Rf energy was applied, but crossing was still not successful. The device assembly (sheath, dilator, and rf needle) was removed from the patient and the transseptal procedure was started again. Transseptal puncture was attempted two more times unsuccessfully. A pericardial effusion was observed. The procedure was aborted and action was taken to remedy the issue. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.